Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported kink/ bend was confirmed. Difficulty removing the device from the vessel could not be replicated in a testing environment as it was based on operational circumstances. Factors that may contribute to a kink/ bend include, but not limited to, difficult insertion, patient femoral vessel/anatomy variables or aggressive manipulation during insertion. Factors that may contribute to difficult to remove include, but not limited to patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using two proglide devices with a 6f sheath after an interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. During the removal of the second proglide device, there was a fold of the device which did not allow for device retrieval. Several unsuccessful attempts were made to remove the device and due to bleeding, that was already occurring because of the difficulty described, everything was removed together with the guide wire and proglide device. A new puncture with a 6f sheath was performed in the left common femoral artery just below the same anterior puncture and a third proglide device was successfully deployed, leaving guide wire and catheter replaced for an 8f sheath for perfect sealing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.